Manufacturer narrative:
The reported complaint of noise was not confirmed. The device was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analyses were performed, which indicated normal device functionality. The implant duration exceeded the projected longevity based on field settings, indicating normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-22870 and 2017865-2020-22871. During a clinic follow-up, episodes of noise resulting in oversensing due to high ventricular rate were observed. It is unknown if the oversensing was due to the device, right atrial (ra) lead, or right ventricular (rv) lead. Additionally, episodes of automatic mode switch were observed on the ra lead. The device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable and will continue to be monitored.